Event description:
It was reported that the right ventricular (rv) lead exhibited low, in-range pacing impedance, decreased sensing, and high capture threshold. Rv lead had perforation was also noted. The rv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.